Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from cts to reset the pump, as reset information was provided, and help was given to complete the process successfully.